Event description:
The pt arrived in interventional radiology for an emergent thrombectomy procedure. The pt had bilateral occlusions which required arterial access from both groins. Because both groins were accessed we had duplicate products on the table. The dr gained access and placed a neuro max 088 system up into the brain. Through the neuron max system a penumbra jet 7 reperfusion catheter was placed distally into the brain in an attempt to remove clot. When the dr attempted to pull the reperfusion catheter out of the neuron max system it became damaged and began to unravel inside the neuro max. The dr had to carefully pull out the damaged jet7.